Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The lead met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The lead was returned and visual inspection was normal. The cause of infection could not be traced to the lead.

Event description:
It was reported that the patient was experiencing repeated fever for the past two years since the implantable cardiac defibrillator (ICD) implant. The physician was unsure if the infection was related to abbott device and procedure. The ICD, right ventricular (rv) lead, left ventricular (lv) lead and right atrial (ra) leads were explanted and not replaced. The patient is recovering following the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.